Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was received by zoll australia for evaluation. Review of the device log file showed defib self-test failure entries; however, the failure could not be duplicated during evaluation. The device passed all functional testing without issue. The processor/bridge/pace (pbp) board was replaced as a precaution. No emerging trend based on similar reports.

Event description:
Complainant alleged that during biomed testing, the device failed self-test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.